Event description:
A nurse reported an intraocular lens (iol) was explanted. Add¿l info was received from the nurse who clarified that the pt was not happy with her distance vision. The event has resolved following the exchange. Add¿l info from the nurse indicated that an unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Add¿l info was requested and received. (B)(4).